Event description:
The pt reportedly had a skin flap infection. The pt was treated with antibiotics (name not given). However, since the skin flap was still open a decision was made to explant the device.